Event description:
Boston scientific received information that the device and right ventricular (rv) lead displayed pacing impedance measurements less than 200 ohms, with many stored episodes showing noise on the rv channel. The patient with this device was reportedly not pacemaker dependent. The patient requested that the device be reprogrammed to monitor only and would elect to not endure a device replacement procedure. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.